Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had surgery on their tailbone and had to turn the therapy off before the surgery. The patient stated that the hospital wasn't sure how to turn the therapy back on, so the patient could not confirm if the therapy was turned on after the surgery. The patient noted that they no longer felt stimulation after the tailbone surgery, so they thought the hospital may not have turned the therapy back on. The patient met with their managing hcp today to address this but the hcp "couldn't get it to come on," so they advised the patient to call patient services for further assistance. The patient requested agent to walk them through connecting to the ins to check therapy status. Agent educated the patient on general use. The patient connected to the ins and confirmed therapy was already turned on. Agent reviewed stimulation expectations. The patient decided to increase amplitude and confirmed they felt stimulation. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-20 additional information was received from the patient. They reported that the cause of them not feeling stimulation was determined, but they weren't sure what it was. This was resolved. The cause of the doctor not being able to get it on was unknown, but likely due to being turned off and on. They reset the device which resolved the issue. No information was given on actions or resolution of the emi from surgery.